Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: one (1) battery (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the perfo rmance of the battery in relation to the reported event. Failure analysis of the returned device revealed that the battery's connector was obstructed by a center pin sleeve from an external device. This obstruction prevented the battery from connecting to a battery charger or controller during functional testing, and thus resulted in an inability of the battery to charge or provide power. After the sleeve was removed, the battery was able to perform as expected. This is an additional observation not related to reported event. The most likely root case of the observed inability of the battery to charge or provide power during testing can be attributed to a detached sleeve from an external source causing obstruction of the battery connector. There was insufficient information to determine the cause of the observed obstruction by an external pin sleeve. Visual evidence provided by the site did not reveal sufficient evidence to confirm a battery charge abnormality. The battery was able to properly discharge on the test equipment with no anomalies observed. An internal inspection of the battery did not reveal any anomalies. As a result, the reported battery charge abnormality could not be confirmed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the battery was removed from use.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the battery was not returned for evaluation. Review of the manufacturing documentation confirmed that the battery met all requirements for release. Visual evidence provided by the site was insufficient. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; possible root causes of the reported event may be attributed, but not limited, to a damaged cable assembly, an internal battery communication error, faulty integrated circuit, improper weld, soldering defect, out of temperature range, and/or a charge time-out of eight (8) hours. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited a sudden change in capacity charge. When a fully charged battery was connected to the controller, the battery charge capacity indicator lights showed only three bars and was active working in two bars. The battery remains in use. No patient complications have been reported as a result of this event.